Event description:
End user's nephew reported that hs uncle was in the shower, sitting on the 9781 shower chair when it broke in half. End user was stranded in the shower for three hours, until the nephew came home from church. End user stated that his lower back was hurting, no alleged medical intervention as yet.